Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord goes over the allowed resistance. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The investigation is ongoing.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer replaced the power cord to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.